Event description:
It was reported that the user received an occlusion alert on the ilet while using a steel 6 mm contact/detach infusion set; the user noticed the tubing was looped in a way that created a kink, removed the cartridge before guidance, and then performed a full supply change, after which the occlusion was resolved, consistent with obstruction of flow related to the connector/coupler of the infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation problem contributing to obstruction of flow at the connector/coupler level. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.